Event description:
It was reported by the rep that during a laparoscopic gastric bypass the surgeon fired the cutter four times. During the fifth firing only three rows of staples deployed on one side of the knife. A new atw45 was used to complete the case. There was no patient consequence.